Event description:
Procedure performed: laparoscopic inguinal hernia surgery where a mesh needed to be placed. Event description: the porthouse (seal house) broke when a mesh with a grasper was placed through the porthouse (seal house). The black and clear instrument seal fall out and into the patients abdomen. Additional information received from an applied medical representative via email on 08dec2025: tm confirmed 'porthouse' means seal house. Additional information received from an applied medical representative via email on 15dec2025: the patient is ok and the sleeve was replaced. Besides the laparoscopic grasper, no other instruments was used at the time of the incident ¿ but a mesh was being placed with the grasper. All pieces retrieved from the patient which was black and clear in colour. The component fell out as a whole. Components were instrument seal black and clear and double duckbill seal. No internal seal components removed or cut in order to inspect the damaged component. Intervention: the sleeve was replaced. Patient status: ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.